Manufacturer narrative:
Concomitant medications: cetaminophen-hydrocodone, albuterol, amiodrarone, aspirin, calcium acetate, colchicine, ergocalciferol, ferrous sulfate, furosemide, metoprolol, pantoprazole, polyethylene, simvastatin, and terazosin. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Correction manufacture plant and manufacturer ID: correction lot# 05227267.

Event description:
On (B)(6) 2008, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the current status of the patient is he has elevated renal function which prohibits him from CT angiography.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, and aneurysm enlargement. W

Event description:
On an unknown date, the patient was implanted with a gore excluder aaa endoprosthesis (item- and lot numbers unknown). It was reported computed tomography (CT) images with no contrast dated in (B)(6) 2015, and x-rays revealed an enlarging aneurysm. Questionable endoleaks next to it. No intervention is planned at this time. Patient is currently clinically fine.